Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the water tightness was lost due to damage on switch 1, the forceps elevator lever was shaved, the forceps channel port had a dent, the air/water cylinder and suction cylinder had no color, the switch flexible printed circuit unit cover had corrosion due to water leakage, the insulation resistance value did not meet the standard value due to corrosion on the connecting tube, due to a burn on the plastic distal end cover the insulation resistance value did not meet the standard value, the image had a partially dark area because the objective lens was shaved, the image guide protector had a cut, the plastic distal end cover had a chip, water could not be supplied due to clogging of the jet tube in the control unit, the mount case unit had a stain, the connecting tube and video cable had a wrinkle, the video connector and light guide connector had corrosion due to water leakage, the universal cord and video cable had coating peeling, the following had a crack; the objective lens, light guide lens, and the adhesive on the bending section cover, and the following had a scratch; the flexibility adjustment ring, switch box, and the video connector case. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovidoscope had foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It was confirmed that there was a foreign object attached to/clogged in the sub-water supply channel, but the foreign object could not be identified. Due to a leak failure in the remote switch 1, it is possible that proper reprocessing could not be performed and the foreign matter could not be removed. The detection method is described in the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.